Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient reported an anaphylactic reaction and the invisalign product was being used.

Event description:
The patient reported symptoms of throat closing, itching and tingling of the gums, and anaphylaxis. The patient reported visiting the ER a couple of times due to the reported symptoms. The patient reported being prescribed an epipen (epinephrine) and took benadryl (over-the-counter, antihistamine) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2021 and the patient is currently asymptomatic.